Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately tortuous, and heavily calcified de novo lesion in the proximal left anterior descending artery. A 3.0x28mm xience sierra stent delivery system (sds) was attempted to advance; however, the stent edge became flared and the sds failed to cross due to the patient's anatomy. Resistance was met with the lesion during removal of the sds. The procedure was successfully completed with another stent that crossed without any issue. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.